Event description:
It was indicated that the patient fell last week prior to this call and that since the interstim device was ¿pinching¿ him. It was noted that the health care provider wanted to do a pelvic x-ray. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0f1zv, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later indicated that patient had 50% or greater symptom reduction. The cause of the event was determined, it was noted that patient fell and resulted on complete failure of device. Reprogrammed and zero change on impedance. It was noted that x-ray was performed and device would be replace soon. It was noted as unknown if device related. The patient had a fall with significant back and flank injury and unknown if direct trauma to neurostimulator location. The patient not recovered symptoms and issue ongoing. The replacement was scheduled for (B)(6) 2014.